Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis and the event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an MRI was taken post the procedure, and the physician noticed a piece of metal left in the right temporal lobe. The piece was very small, but the physician could not determine if the piece was from the pipeline or not. The anatomy was not tortuous. The patient is currently asymptomatic. Procedure and access site - cerebral aneurysm / embolization, size: 17 mm, unruptured.